Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown with blood glucose of over 1000 mg/dl. The customer's current blood glucose is 252 mg/dl. The customer did experienced the symptoms such as nausea, vomiting, abdominal pain difficulty in breathing. The customer was treated by insulin drip. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. Insulin pump had no delivery alarm. Customer reported that insulin exits. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.